Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation still ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - device evaluation: root cause: the issue could not be reproduced after the device was restarted immediately after the issue had occurred. Subsequent investigation was also unable to reproduce the issue, therefore the root cause could not be established. Updated fields: b4, d1, d4, g1, g3, g6, h2, h6, h11.

Event description:
The following was reported to hamilton medical ag: - during the pre-operational check the pressure not released. Error codes tf432003, tf446029, tf485001, tf341004. - no patient involvement reported. - no harm to patient and/or third party reported. Still under investigation.

Event description:
The following was reported to hamilton medical ag: - during the pre-operational check the pressure not released. Error codes tf432003, tf446029, tf485001, tf341004. - no patient involvement reported. - no harm to patient and/or third party reported. Still under investigation.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.